Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a biliary stone removal procedure. According to the complainant, during the procedure, when attempting to make an incision at the papilla of vater, the cut wire broke (torn). The procedure was completed with another stonetome sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a biliary stone removal procedure.according to the complainant, during the procedure, when attempting to make an incision at the papilla of vater, the cut wire broke (torn). The procedure was completed with another stonetome sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and bent. The broken ends of the cutting wire appeared discolored/blackened. The proximal end of the broken cut wire had retracted inside the extrusion of the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.